Manufacturer narrative:
An event of regurgitation due to torn leaflets was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. While the root cause of the torn leaflets could not be conclusively determined, it was reported that the stent post opposite the torn leaflet was fused to the aorta. This interaction between the device and patient anatomy is possible evidence of oversizing and had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2017, an avr was performed and the 19mm trifecta¿ gt valve was implanted in the patient¿s aortic position in another hospital(kurume university hospital). Aortic regurgitation (ar) worsened from around (B)(6) 2018, and cardiac failure (mild) was confirmed; the patient was closely monitored. On (B)(6) 2020, a re-do avr was performed and the trifecta¿ gt valve was explanted, replaced with a 19mm crown/prt stented aortic heart valve. The patient was and is in stable condition during and after the surgery. Upon explant, a leaflet tear from the leaflet top to the middle part, leading to nadir was confirmed on lcc side. No calcification was observed. The stent post between the rcc and ncc was confirmed to be fused to aorta. It was reported that the leaflet and the cuff parts of the valve got damaged upon explant.

Event description:
On (B)(6) 2017, an avr was performed and the 19mm trifecta¿ gt valve was implanted in the patient¿s aortic position in another hospital(kurume university hospital). Aortic regurgitation (ar) worsened from around dec, 2018, and cardiac failure (mild) was confirmed; the patient was closely monitored. On (B)(6) 2020, a re-do avr was performed and the trifecta¿ gt valve was explanted, replaced with a 19mm crown/prt stented aortic heart valve. The patient was and is in stable condition during and after the surgery. Upon explant, a leaflet tear from the leaflet top to the middle part, leading to nadir was confirmed on lcc side. No calcification was observed. The stent post between the rcc and ncc was confirmed to be fused to aorta. It was reported that the leaflet and the cuff parts of the valve got damaged upon explant.